Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 508mg/dl due to infusion set adhesion issues. Customer mentioned that they were in the emergency room for low blood glucose. The product will not be returned.